Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual inspection found the valve improperly place from pilot balloon was found; complaint was confirmed. No other analysis was performed. The root cause of the reported issue was found to be assembly fault - not fully seated the valve or too far in with potential cause of not follow the instructions. Customer complaint notification was made to production personnel as awareness notification for the reported failure mode, by quality engineer on 31/jan/2023. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.

Manufacturer narrative:
A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that prior to insertion with a new cuff, cuff balloon silicone lifted away from where syringe is inserted into. Silicone will not go back into place. No injury was reported; no medical intervention.